Manufacturer narrative:
Product usage when alleged defect/event was encountered is unknown at the time of this report.

Event description:
The event is reported as: the temperature is not being read correctly, with very hot air, the temperature will only read 25 degrees. No report of patient injury.